Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-dehp micro-volume extension sets would not flow; further described as "could get no liquid to flow through". This was identified during use with an unspecified pump. New tubing was used to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.